Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) .

Event description:
It was reported that during an implant procedure the lead was inserted and got stuck at the tricuspid valve. It was noted that the helix was extended and it appeared the helix protruded while the lead was being manipulated. The physician tried to retract the helix but it remained protruded. The lead was removed and inspected although there was no presence of trabeculae carneae, the protruded helix could not be retracted when the physician tried to do so outside the patient's body. Another lead was implanted. No patient complications have been reported as a result of this event.